Event description:
It was reported the doctor had difficulty removing the balloon from the 6f sheath. The doctor used another pta to finish the case. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned sample was visually evaluated. The bullet was broken loose and pushed to the proximal marker. Upon breaking loose, the bullet removed a layer of polyimide from the inner shaft. There was no visible damage to the stepped portion of the outer shaft. Due to the extreme nature of the damage to the catheter no functional evaluation of the balloon through the introducer could be performed. The balloon was the correct thickness. The complaint is confirmed. Due to the extreme damage of the catheter, functional evaluation of the balloon through the introducer could not be performed. Unable to determine the root cause of the incident. The current IFU (information for use) for this device states: warning; if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.